Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received a stuck button alarm. The customer's spouse also reported that the middle button was all the way down and does not click when pressed. The customer's blood glucose was unknown at the time of incident. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2017 the customer alleged the pump has "the button is stuck and the middle button is all the way down, it doesn't click when you press on it". The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus software was utilized and downloaded trace/history files properly and found pump error 61 stuck key alarm in the pump history at (B)(6) 2017 on 13:03:15 to 01:48:08. However, insulin pump passed the displacement test and self test. Device was cut open and found no moisture damage on the motor assembly and force sensor. No moisture damage on the electronic assembly, battery tube, vibrator and internal battery during the visual inspection. Device passed the keypad voltage test. In summary, no keypad anomaly noted during testing. However, pump error 61 stuck key alarm is found in history file, problem isolated to electronic. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.